Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient has not charged the scs ipg and has not felt any stimulation in approximately three months. Surgical intervention may be taken to address the issue.

Event description:
Follow up identified the patient had the scs ipg explanted and replaced. Stimulation therapy was restored postoperatively.